Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in the (B)(6). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history for the lot code associated with the device indicated 7 prior complaints for this lot for the failure mode of broken/fractured device. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the instrument fractured while in use. No patient consequences were reported and further information has been made available.